Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. An investigation has been previously conducted by alcon, which shows no evidence of tass related to our product. The product investigation could not identify a root cause for the reported complaint. It is unclear how the product could have contributed to this event. There have veen no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt was suspected to have toxic anterior segment syndrome (tss) at a post operative visit. The pt was hospitalized and eye cultures were taken, which were negative. The pt is being treated with steroid eye drops and the conditio is improving. Additional info has been requested.